Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level due to this issue. Technical support assisted the caller in properly loading a new cartridge, and the caller was able to successfully resume insulin therapy.